Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra was to be used in a ureteral calculi procedure, and, during unpacking, it was found that the stent was fractured along the shaft. Another device of the same model was opened and successfully completed the procedure. There were no patient complications reported.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of stent shaft break. Correction to d4: unique identifier. Correction to e1: initial reporter address 1, and initial reporter zip/post code. Upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent shaft was detached. The device was inspected under magnification, and it was possible to see that the suture hole was torn probably caused by the suture. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. There is evidence that the suture was removed since it did not return assembled to the stent. Probably the force applied to remove the suture may have caused the torn observed on the suture hole. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra was to be used in a ureteral calculi procedure, and, during unpacking, it was found that the stent was fractured along the shaft. Another device of the same model was opened and successfully completed the procedure. There were no patient complications reported.